Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported problem that the light trail reusable laser fiber failed to emit energy was confirmed is consistent with the investigation analysis result of fiber broken within the connector. The analyzed fiber fracture within the connector and fiber body fractured during use was likely due to procedural handling of the fiber during setup, use, or reprocessing contributed to the fracture within the fiber connector as well as the kinks observed along the body. Therefore, the most probable root cause is adverse event related to procedure. Device history records review: a review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lot numbers and a manufacturing review of the most probable lot numbers did not identify any anomalies or deviations that could have contributed to the event. Device technical analysis: the returned light trail reusable laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 309.5 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 2 mm and had normal degradation. A functional evaluation revealed that there was no light present from the sma connector, indicating that there was fracture within the connector. Additionally, there were 3 kinks observed along the fiber body. When tested on the console, the console read please connect fiber applicator has been used 4 times. No other problems with the device were noted. Labeling review: a labeling review was performed and, from the information available, this device was used per the directions for use (IFU) / product label. Investigation conclusion: it is likely that procedural handling of the fiber during setup, use, or reprocessing contributed to the fracture within the fiber connector as well as the kinks observed along the body. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a light trail reusable use laser fiber was used in a ureteroscopy procedure performed on a (B)(6) 2022. During the procedure, the laser fiber was connected into the laser console and there was no laser energy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The device was returned, and the investigation results revealed that the laser fiber was broken within the connector and laser fiber body broken, therefore this is now an MDR and mdv reportable event. See investigation summary for more details.